Event description:
The patient's spouse could not wake pt up. Spouse then used the suspect device to check pt's blood glucose and obtained a result of 118 mg/dl. Spouse called the paramedics and when they arrived they checked pt's glucose and the level was 28 mg/dl. Pt was treated with an IV and given food. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.